Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v780817, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient was feeling stimulation in rectal/rectum area, experiencing belly pain 50/50 bladder pain and spasm but therapy was working for patient because she was not leaking or anything. The patient stated she should be feeling stimulation in vaginal area. The patient mentioned she has not been programmed in two years and saw a health care provider but he did nothing for her. The patient mentioned experienced pain and tenderness at the implant site. The patient also mentioned she had two back surgeries in (B)(6) 2015. . Additional information received on 2015-11-02 reported that health care provider was aware regarding the pain and x-ray was performed revealed broken wire but patient could not remember the date sometime in (B)(6) 2015. It was noted as unknown what led to the discomfort stimulation and pain at the implant site. There have been none steps taken to resolve the issue. Nothing was done yet du e to other reasons. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.